Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [060-yyyy] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the black box showed evidence of a call service 052, 060, and 087 alarms. The pump powered up with the returned battery cap to a blank display. The pump was opened to find internal moisture. The call service alarm issue was unable to be duplicated during investigation due to the blank display.